Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery an ophthalmic operating system had fluid or air exchange issue. The surgery was completed on the same day by filling balanced salt solution (bss) instead of air. There was no patient harm.

Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11 a non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. The manufacturer representative performed an on-site assessment and was unable to confirm or replicate the reported event. The system was then tested per the service test procedure (stp) and found to meet manufacturer specifications. The manufacturer representative performed an on-site assessment and was unable to confirm or replicate the reported event. The system was then tested per the stp and found to meet manufacturer specifications. Based on the information available, the customer reported event cannot be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that the product met specifications. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. Refer to the attached file. The manufacturer internal reference number is: (B)(4).